Event description:
Note: exact procedure and event dates are unknown. However, the initial procedure was estimated to have taken place approximately (B) (6) - (B) (6) 2010. The discovery of the perforation was estimated to have been approximately (B) (6) - (B) (6) 2010. It was reported to boston scientific corporation that an 18mm o.d. Wallflex covered esophageal stent was used during a procedure performed in (B) (6) 2010 (male patient (B) (6); weight unknown). According to the complainant, a wallflex covered esophageal stent was implanted to treat an esophageal stricture. Approximately one week later, the patient presented with vomiting and pain. An x-ray revealed an esophageal perforation distal to the stent. The stent was left implanted. It was unknown if the perforation was caused by the stent. The patient's condition at the conclusion of the procedure was reported to be stable, but the patient is still in the hospital being treated.

Manufacturer narrative:
(B) (6). (B) (4) therapy/non-surgical treatment, additional. As the unit has not been returned, boston scientific could not perform a technical analysis. A labeling review identified that the device was used per the directions for use (dfu). Perforation is listed as a potential adverse event in the dfu. As the batch number is unknown, a review of the manufacturing documentation and a review of similar batch complaints could not be performed. Based on the limited information available boston scientific has assigned this complaint the most probable root cause of anticipated procedural complication.